Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique hole prior to an interventional procedure. Reportedly, closure of the large-bore artery was successfully performed with the sutures of two prostyle devices. There was no residual bleeding. The procedure was performed in the morning and the patient was taken back to the operating room at noon due to hematoma and pain in the groin. The groin was surgically opened and at that moment it was noticed that the prostyle sutures had pulled a lot tissue downwards which was captured between the vessel and the knot resulting in a hematoma. Both suture knots were removed and hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it appears that when the knot was tightened it pulled subcutaneous tissue down to the access site, which likely induced the hematoma and subsequent pain. Morphology of the tissue or placement of the knot may have contributed to the issue; however, this cannot be confirmed. The patient effects of hematoma and pain are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.